Event description:
It was reported that the ventilator generated technical error code indicating open safety valve. The ventilator failed safety valve test during pre-use check. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site and found presence of liquid/medicines spilled into the pneumatic back-plane printed circuit board (pcb). The pcb was defective and replaced. After replacement, the ventilator passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The provided pictures confirmed the reported liquid/medicines ingress into the pcb. Ingress of liquid/corrosive substance on pc boards can cause failure/short circuits, which might lead to a ventilator malfunction. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. Our conclusion is that the reported problem was caused by defective pressure transducer pcb as a result of water ingress into the ventilator.